Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was placed in the right bronchial tree on (B)(6) 2012. It was reported, that after the procedure, the lumen of the stent was closed with tissue. On (B)(6) 2012 the stent was removed from the patient. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.